Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-03-30 reporting that the scs device was removed (B)(6) 2017 and the patient would like to donate their external components. The device had been put in because of hip pain but it quit working. The patient wanted their device removed because it stopped working for their hip and left leg. The patient was also having some other problems that were unrelated to the device or therapy that the health care professional (hcp) wanted to have an MRI about. They wanted the device removed so that the patient could find out what their other problems in their low back and neck were. After implant the device was reprogrammed to add more programs. When they changed the programs after surgery they never could get the hip back. The device only lasted about 4 months for the hip. It was reported that there had been several reprogrammings after that but in (B)(6) 2015 it was said that there was nothing they could do. It was noted that this event probably started in (B)(6) 2015. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported on (B)(6) 2017 that there was a loss of therapy. The device quit working so the consumer was going to have the system explanted. The implantable neurostimulator (ins) was implanted to help with pain in the right hip but was no longer doing that. It was reported that the patient¿s medication took care of the main portion of their pain. It was stated that they could not do reprogramming to get it to work and they now needed an MRI of the neck for an unrelated, separate issue. They needed the system removed. The patient had not used the stimulation in maybe 4-5 months. The explant was going to occur on (B)(6) 2017. The issues started in (B)(6) 2016. Information how to donate equipment was provided. Information from the representatives in the patient's territory or the territories close by indicated that they were not aware of the issue and had no record of meeting with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.